Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device failed op check for the pacer test. There is no indication of patient involvement.

Manufacturer narrative:
(B)(4)